Event description:
During a coronary drug eluting stenting treatment procedure, the catheter broke. During the procedure the physician started to place a 3.00x 12mm taxus liberte drug eluting stent through the guide catheter when the balloon catheter broke in half before the physician inserted it into the primary curve of the catheter. The stent was retrieved as it was not yet placed in the coronary. The procedure was completed successfully with another stent. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.